Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/06/2016 and found the sample syringe was not moving up due to a faulty home sensor which caused the syringe plunger to almost come out from the syringe housing since the syringe plunger was only moving down and diluent only (about 2ccs) leaked out from where the sample syringe plunger meets the syringe housing (body). The fse replaced the sample syringe assembly to resolve this issue. (B)(4).

Event description:
The customer reported a fluid leak of unknown volume under a coulter ac·t 5diff cap pierce (cp) hematology analyzer; additionally, the instrument was failing for white blood cell (wbc) and hemoglobin (hgb) parameters on startup. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.